Event description:
It was reported that the user experienced failed inset infusion set deployment and connection issues during initial supply changes, including tubing detached from the connector and a cartridge that was not secured leading to sustained high blood glucose; education and troubleshooting were completed to correctly lock the connector, properly rewind and insert the cartridge, fill the tubing, and use the infusion set applicator by cocking and releasing, and the implicated component was the infusion set. The user experienced a glucose peak of 401mg/dl with associated symptoms of polydipsia. Outcomes included no long-term health consequences or lasting impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified an improper or incorrect procedure with an infusion set component, specifically a usage problem related to failure to follow instructions that resulted in the ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.